Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Physician reported a patient that had post-procedural rfa bleeding due to bleeding ulcers in the esophagus. The patient was hospitalized for management of the bleeding.